Event description:
It was reported that during a da vinci-assisted sigmoid colectomy procedure, significant hemorrhaging occurred from the aorta when performing blunt dissection with the monopolar curved scissors instrument (on universal surgical manipulator 3). The procedure was converted to open surgery, with assistance by vascular surgeons to gain vascular control. A femoral embolectomy was performed, and an aortic y-graft was given, as normal blood flow could not be restored to the common iliac artery due to previously undiagnosed vascular disease (calcification of vessels). It is unclear if the monopolar curved scissors instrument caused or contributed to the intra-operative complication. The current status of the patient is unknown.

Manufacturer narrative:
Based on the customer's claim against the product, an investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Intuitive surgical, inc. (Isi) has not received the product for evaluation. If additional information is obtained, a follow-up MDR will be submitted. Per a review of the site's system logs for the reported procedure date, no related system errors occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.